Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
While on holiday, the patient noticed that her insulin pod began to loosen after swimming. It is suspected that the cannula was rubbing in and out of the insertion site, causing irritation. The patient removed the pod and discovered a lump at the site, which had been in place for approximately 25-36 hours. Upon squeezing the lump, pus followed by blood was released. The pod had been located on her lower back. The exact date of the incident is unclear, but it is estimated to have occurred around (B)(6) 2025. Over the following days, after returning to the UK, the infection did not improve. On (B)(6) 2025, the patient sought medical assistance. Initially, she visited a chemist to obtain antibiotics, but was instead referred for an out-patient appointment. During a 10-minute consultation, a doctor prescribed antibiotics (name unknown). The pod was discarded.